Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change errors occurred during the load sequence with multiple new cartridges. Customer's blood glucose level ranged between 150 mg/dl and 190 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.